Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain lower ("cramping"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), ovulation pain ("pain during ovulation"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), urinary incontinence ("incontinence urine"), fungal infection ("yeast infections"), urinary tract infection ("urinary tract infections"), vulvovaginal pruritus ("itching vaginal"), vulvovaginal burning sensation ("v"), breast pain ("breast pain"), arthralgia ("joint pain/ hip pain"), neck pain ("neck pain"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), migraine ("migraines"), dizziness ("dizziness"), hypoaesthesia ("numbness"), paraesthesia ("tingling in hands/ tingling in feet"), feeling abnormal ("brain fog"), hypovitaminosis ("vitamin deficiency"), hypoglycaemia ("hypoglycemia"), contusion ("bruising"), rheumatoid lung ("rheumatoid issues"), fatigue ("chronic fatigue"), insomnia ("insomnia"), palpitations ("heart palpations"), allergy to metals ("nickel allergy"), pruritus ("itching skin"), peripheral swelling ("swelling of hands"), alopecia ("hair loss"), lip swelling ("swelling of bottom lip"), pyrexia ("unexplained fevers"), muscle spasms ("muscle spasms") and hyperhidrosis ("excessive sweating"). The patient was treated with surgery (laparoscopy and salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, infection, urinary tract disorder, neuromyopathy, autoimmune disorder, abdominal pain lower, bacterial vaginosis, vaginal discharge, ovulation pain, loss of libido, coital bleeding, urinary incontinence, fungal infection, urinary tract infection, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, arthralgia, neck pain, nausea, constipation, diarrhoea, migraine, dizziness, hypoaesthesia, paraesthesia, feeling abnormal, hypovitaminosis, hypoglycaemia, contusion, rheumatoid lung, fatigue, insomnia, palpitations, allergy to metals, pruritus, peripheral swelling, alopecia, lip swelling, pyrexia, muscle spasms and hyperhidrosis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, bacterial vaginosis, breast pain, coital bleeding, constipation, contusion, diarrhoea, dizziness, fatigue, feeling abnormal, fungal infection, hyperhidrosis, hypoaesthesia, hypoglycaemia, hypovitaminosis, infection, insomnia, lip swelling, loss of libido, migraine, muscle spasms, nausea, neck pain, neuromyopathy, ovulation pain, palpitations, paraesthesia, pelvic pain, perforation, peripheral swelling, pruritus, pyrexia, rheumatoid lung, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain lower ("cramping"), bacterial vaginosis ("bacterial vaginosis"), vaginal discharge ("vaginal discharge"), ovulation pain ("pain during ovulation"), loss of libido ("loss of libido"), coital bleeding ("bleeding after sex"), urinary incontinence ("incontinence urine"), fungal infection ("yeast infections"), urinary tract infection ("urinary tract infections"), vulvovaginal pruritus ("itching vaginal"), vulvovaginal burning sensation ("v"), breast pain ("breast pain"), arthralgia ("joint pain/ hip pain"), neck pain ("neck pain"), nausea ("nausea"), constipation ("constipation"), diarrhoea ("diarrhea"), migraine ("migraines"), dizziness ("dizziness"), hypoaesthesia ("numbness"), paraesthesia ("tingling in hands/ tingling in feet"), feeling abnormal ("brain fog"), hypovitaminosis ("vitamin deficiency"), hypoglycaemia ("hypoglycemia"), contusion ("bruising"), rheumatoid lung ("rheumatoid issues"), fatigue ("chronic fatigue"), insomnia ("insomnia"), palpitations ("heart palpations"), allergy to metals ("nickel allergy"), pruritus ("itching skin"), peripheral swelling ("swelling of hands"), alopecia ("hair loss"), lip swelling ("swelling of bottom lip"), pyrexia ("unexplained fevers"), muscle spasms ("muscle spasms") and hyperhidrosis ("excessive sweating"). The patient was treated with surgery (laparoscopy and salpingectomy with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation, pelvic pain, infection, urinary tract disorder, neuromyopathy, autoimmune disorder, abdominal pain lower, bacterial vaginosis, vaginal discharge, ovulation pain, loss of libido, coital bleeding, urinary incontinence, fungal infection, urinary tract infection, vulvovaginal pruritus, vulvovaginal burning sensation, breast pain, arthralgia, neck pain, nausea, constipation, diarrhoea, migraine, dizziness, hypoaesthesia, paraesthesia, feeling abnormal, hypovitaminosis, hypoglycaemia, contusion, rheumatoid lung, fatigue, insomnia, palpitations, allergy to metals, pruritus, peripheral swelling, alopecia, lip swelling, pyrexia, muscle spasms and hyperhidrosis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, bacterial vaginosis, breast pain, coital bleeding, constipation, contusion, diarrhoea, dizziness, fatigue, feeling abnormal, fungal infection, hyperhidrosis, hypoaesthesia, hypoglycaemia, hypovitaminosis, infection, insomnia, lip swelling, loss of libido, migraine, muscle spasms, nausea, neck pain, neuromyopathy, ovulation pain, palpitations, paraesthesia, pelvic pain, perforation, peripheral swelling, pruritus, pyrexia, rheumatoid lung, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal burning sensation and vulvovaginal pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.